Manufacturer narrative:
Additional devices from the same lot were confirmed to be labeled correctly by the reporter. Product is expected to be returned, but has not yet been received. Additional relevant information will be provided when the device evaluation is completed.

Event description:
It was reported that upon receipt the screw, the package label indicated 40mm, but the actual length is 45mm. There was no patient involvement.